Event description:
In 2008, the pt reported that the contents of a box of infusion sets was incorrect. The package labeling indicated the cannula length of the infusion site as 12mm, but the pt stated the cannula lengths contained within the package were 6mm and 8mm. No physiological effects were reported. No further info is available. Product was requested to be returned for eval.